Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the needle mechanism did not deploy. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was observed to be in the not deployed state. The device data shows that the device was deactivated by the user after completing first prime, before second prime occurred. The device functioned as intended during manual deployment. No timeouts or drive stalls were seen in the device data. No issues were found that could cause a needle mechanism failure.